Manufacturer narrative:
(B)(4). Batch t5a22g. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A cartridge reload was received fully fired and loaded in the device. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure: ¿vascular stapler did not fire when trying to use.¿ it is unknown how the case was completed. There were no adverse consequences for the patient.